Event description:
It was reported the patient had felt tired, lightheaded, dizzy, short of breath and had no energy. There was no capture on the left ventricular lead and the impedance was greater than 2500 ohms indicating a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.